Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4) - incomplete. The exp date is currently unavailable. The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that during a rotator cuff repair that the suture bride on the customer's healix advance knotless anchor broke when the surgeon was tying the knot. The sales rep reported that the surgeon was lightly tying the knot and not applying too much tension. The surgeon used one strand of orthocord and one strand of fibertape. The surgeon completed the procedure with the same anchor by securing it with the other sutures, no other anchor was needed to complete the procedure. The surgeon was satisfied with the fixation. There were no patient consequences or delays reported. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.